Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that his meter was reading inaccurately low. The pt stated that he had been receiving low blood glucose results in the "50's and 60's". At the time of testing the pt was experiencing symptoms of extreme thirst, headaches, and frequent urination. He went to the hosp the following day due to his low blood glucose results and he was treated with an IV. The pt did not have any test strips; therefore, he was unable to state if the test strips were in good condition or if the code matched. The techniques for applying the blood to the test strips and for cleaning the puncture site were correct. The pt stated he was comparing his meter to normal readings/feelings. The meter readings did not match the symptoms, and the pt received medical treatment.